Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure on (B)(6) 2022. Although slight right atrial and ventricular dilation and disfunction was noted the patient¿s most recent transthoracic echocardiogram (tte) prior to implant on (B)(6) 2022 and right heart catheterization on (B)(6) 2022, the left ventricular assist devise (lvad) is reported to have causes/contributed to the right heart failure and the right ventricle was confirmed to be dilated and severely impaired at completion of the surgical implant. Presumably decompression of the lv, increased systemic venous return, and pulling of the interventricular septum towards the lv compromised rv performance. The patient was never able to be extubated and continued on multiple vasoactive drips, including dobutamine 4 mcg/kg/min, milrinone 0.125 mcg/kg/min, epinephrine 0.02 mcg/kg/min, and epoprostenol 40 ng/kg/min. Despite lowering lvad pump speed., the patient was unable to be weaned off inotropic support

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2022 due to right ventricular (rv) failure. The heartmate 3 lvad, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17nov2020. The heartmate 3 lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information provided. The manufacturer is closing the file on this event.